Event description:
Initial and f/u info received on 19-aug from a consumer and on 24-aug-2010 from our local quality department, respectively was processed together. This non-serious spontaneous case report from (B)(6), upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy in (B)(6)-2010 for an unspecified indication. No add'l treatment details were reported. The patient mentioned that she received poly-l-lactic acid therapy several years ago on two occasions with no side effects. Add'l relevant medical history and concomitant medication information were not mentioned. Sometime in (B)(6)-2010, the patient developed a hard lump below her mouth (near the corner of the mouth), which has persisted. Action taken/corrective treatment - unknown. (B)(4)